Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined though this evaluation. The submitted controller event log file contained events on 30may2024. Transient low flow alarms were captured throughout the file. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having low flow alarms for the past month. The patient was to be seen in the clinic and an admission was being planned for a computed tomography (CT) scan and evaluation. Log files contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated.